Event description:
During preparation for in-service training at the hospital, "autofill failure" was generated frequently, the iabp did not work. Though me changed test balloon to another, the iabp did not work as well. No pt was involved.

Manufacturer narrative:
The company rep replaced the pneumatic module assembly (part number 0997-00-0585). The iabp was tested to factory spec. It functioned normally and was returned to the customer. The device history record for the iabp involved in the event was reviewed. There are no nonconformances related to the reported event. The pneumatic module assembly will be returned to (B)(4) for further eval. A f/u report will be submitted when new info becomes available. (B)(4).